Event description:
Invalid result (s). Called in because his wife received different results on multiple days. On (B)(6) she tested negative. On (B)(6) she tested positive. On (B)(6) tested negative and on (B)(6) tested positive again. Also stated that no results displayed on another test. No c line appeared. She has followed the directions exactly for each test. Could not confirm if a pcr test was performed. They have since thrown away the test cassettes. All of the tests are the same lot number.

Manufacturer narrative:
Final product manufacture and qc record for cov2020193. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020193 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Called in because his wife received different results on multiple days. Oct 12, 13 & 14 she tested negative. 10-15 she tested positive. 10-17 tested negative and 10-19 tested positive again. Also stated that no results displayed on another test. No c line appeared. She has followed the directions exactly for each test. Could not confirm if a pcr test was performed.they have since thrown away the test cassettes. All of the tests are the same lot number.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.